Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a pump not detecting latch which was found during testing stage. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, cracked battery door, worn uso seal, and a worn dso seal. There was no applicable evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the faulty latch lock was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.